Event description:
Dangerously-designed CPAP machine: I began reusing a philips CPAP machine in (B)(6) 2022 after not using it for several years. I immediately got a bacterial sinus infection, followed by 3 more bacterial sinus infections over the next year and a half. In (B)(6) 2022, I developed a mild, unproductive cough and a feeling of congestion in my upper chest which have not gone away. In (B)(6) 2023, I began to have shortness of breath when exercising. I developed systemic inflammation (most of my joints became painful and stiff so that it was painful to move and difficult to stretch). In (B)(6) 2024, I noticed particles of black foam in my CPAP water reservoir.